Event description:
Edwards received notification that a valve model 7300tfx31 valve was explanted from mitral position due to suture looping. The suture technique used was single stich and there were no difficulties using the holder. As reported, one day after implant an echo was done and intravalvular leak was observed. It was decided to explant the valve and a 29mm non-edwards valve was implanted in replacement. Reportedly, the patient was noted as to be doing fine in rehabilitation. The nurses and surgeon were retrained after the event again.

Manufacturer narrative:
Added information to section a1 (patient identifier (in confidence), a2 (age), a2 (date of birth), d1 (brand name), d4 (serial number), d4 (expiration date), d6 (implanted date), d6 (explanted date) and h4 (device manufacturer date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak... These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation." Based on the evaluation and available information, the customer report of suture looping and intravalvular leak was unable to be confirmed; however, suture looping, as reported, is caused due to a use error. An edwards defect has not been confirmed.

Event description:
Edwards received notification that a magna mitral valve was explanted due to suture looping. As reported, one day after implant an echo was performed and intravalvular leak was observed. For this reason, it was decided to explant the valve and implant another valve of unknown model in replacement. Reportedly, the patient was noted as to be doing fine.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.